Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a bleeding rash from the patch. The patient reported broken skin. Patients doctor said to remove the device and end use early. Outcome of the rash is unknown.